Manufacturer narrative:
Device it passed displacement test, but then it failed self test. No frozen screens were noted during testing. Self test returned an unexpected pump error 63. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Pump error 63 is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly and (variableinfo = 15) due to a problem with the hardware.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. Customer stated the buttons were not responding and the clock did not advance. The pump was reset and a new battery was inserted. The customer was not able to clear pump errors, power loss alarm, and program pump after the reset. Customer¿s blood glucose was 1560 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.